Manufacturer narrative:
Internal report reference number: (B)(4). Test strips were not returned for evaluation. Meter was returned for evaluation. Product testing was performed and no defect found. Most likely underlying root cause: mlc-020: user's test strip had poor storage. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. Customer stated she has been using the true metrix meter for one week. The customer is concerned with test results from results obtained of 331, 397, 500 and 494 mg/dl. The customer¿s expected am/pm fasting blood glucose test result is less than 160 mg/dl and expected non-fasting blood glucose test result is less than 190 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (bathroom). Test strip lot information was not provided - the customer stated she was not able to locate the test strips at the time of the call. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 325 mg/dl , date: (B)(6) 2023, time: 11:47 pm non-fasting, result 2: 191 mg/dl , date: (B)(6) 2023, time: 8:06 pm fasting, result 3: 163 mg/dl , date: (B)(6) 2023, time: 10:29 am fasting, result 4: 331 mg/dl , date: (B)(6) 2023, time: 12:54 am non-fasting, result 5: 397 mg/dl, date: (B)(6) 2023, time: 11:57 am non-fasting, result 6: 500 mg/dl, date: (B)(6) 2023 , time: 8:00 am fasting, result 7: 494 mg/dl, date: (B)(6) 2023, time: 11:00 am non-fasting.